Event description:
A 73-yr-old female underwent left total hip arthroplasty. Three hrs post-op, surgeon discovered wrong size femoral head was implanted, pt returned to surgery for femoral head replacement. Initially a size 28mm diameter femoral head and size 32mm ID acetabular liner was placed; 28 mm head was replaced with a 32mm head.